Event description:
Indication -age-related osteoporosis without current pathological fracture. Spontaneous call -patient states she had 2 pen needles break from last shipment and is out of pen needles. Unknown if patient missed any doses of tymlos/experienced any side effects due to being out of needles/unable to administer med without needles. Lot number unknown. Unknown if pt still has defected needles on hand if need for return. Reported to (B)(6) by: patient/caregiver.